Event description:
Livanova deutschland has received a report that, during re-warming, even though the temperature was set to 41°c in the 3t heater cooler, the water wouldn¿t warm up more than 33.5°c. Medical team elected to replace the heater cooler with another one. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united states. The livanova field service representative in charge went on site, ran system and temperature would reach desired value in time specification of what is expected in the manual. To solve the issue, the ring core transformer and the distribution board were substituted. After that, the system was tested again and found again in specifications slightly faster. Throughout follow up with the customer, the 3t heater cooler patient side was affected. Attempt to clarify if long line or line left on the floor have contributed were not successful . If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2016 and no other similar events have been reported. The most likely contributing factor to the event have been the length of the lines (too long) and/or the customer heated up both circuits (patient and cardioplegia) at the same time. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.